Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal battery depletion, loss of pacing was observed on the right ventricular lead when connected to the new device. The lead was capped and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-08734.

Event description:
Additional information was received indicating loss of capture was observed.